Event description:
It was reported that this pacemaker device was recently implanted and the threshold at that time was 1.4 volts. After implantation, there was diaphragmatic stimulation observed with a pacing output programmed to 3.5 volts, so the output was adjusted to 2.0 volts. A subsequent device check was performed two (2) days later and the patients threshold value was observed to have increased to 2.1 volts resulting in loss of capture. The patient was noted to be pace dependent. As a result, the pace output was programmed to 4.0 volts. The device remains in-service. No patient symptoms or adverse patient effects were reported.